Manufacturer narrative:
Concomitant medical products: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the patient that they were getting shocked by their implantable neurostimulator (ins). This started four days prior to this report. They felt shocking down under their arms and down their body. Their device was off. They had fallen over a power cord and broke their hip in (B)(6) 2015; this was not related to their ins. Relevant medical history included cervical radiculopathy and spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider reported that the shocking started after the fall.